Event description:
The complainant contacted leica biosystems with a complaint of overprocessed tissue. On (B)(6) 2022, the assigned leica biosystems field applications specialist (fas) documented that one (1) patient was not able to be diagnosed and re-biopsy is being recommended; but not yet performed. The customer was not willing to provide any additional information about the case or patient.